Event description:
The customer reported a heartstart xl battery issue where they got a message to check the battery and that the battery was stuck. There was no negative patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.